Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump passed the stop current and run current tests, however moisture damage found on the electronics. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and there is fluid underneath the lcd display screen. Customer's blood glucose was 57mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The product will be returned.